Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient's serious injury or death. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information reported the official cause of death was listed as homicide. No further information was obtained. A request was submitted for the autopsy report.

Event description:
It was reported a patient death occurred on (B)(6) 2015. On (B)(6) 2015 the patient was found at home, unconscious and not breathing. 911 was called and emergency medical services (ems) responded. Advanced cardiac life support (acls) was initiated and the patient was taken to the emergency room (ER) where he arrived bradycardic. The patient was stabilized in the ER. The patient was worked up and admitted with a diagnosis of septic shock and respiratory failure. On (B)(6) 2015 the patient went into cardiac arrest. Acls was initiated and pulse was restored. The patient was placed on ventilation. During hospitalization the patient was diagnosed with anoxic brain injury, lactic acidosis, hyperkalemia, and elevated liver enzymes. The patient never regained consciousness. The patient was pronounced dead inpatient on (B)(6) 2015 at 1405 hours. Patient history included hypertension, chronic obstructive pulmonary disease (copd), gastroesophageal reflux disease (gerd), dyslipidemia, quadriplegia (due to gunshot wound 30 years ago). The patient had a history of alcohol, tobacco, or drug abuse. Autopsy was performed (B)(6) 2015 at which time the device system was explanted and returned to the manufacturer. The manner of death and cause of death were pending further study. It was noted that the patient t also had a pacemaker. The pump was delivering compounded baclofen.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2013, product type: catheter, (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.